Event description:
It was reported that the biopsy valve damage occurred when advancing the bronchoscope into the trachea and a syringe filled with anesthetic was sprayed into the trachea via the forceps channel. The biopsy valve became damaged when the operation was repeated several dozen times.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, e1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the biopsy valve was partially missing and the slit portion of the biopsy valve as well as the opposite side (the head side of the biopsy valve) was worn and damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event is due to a component failure of the biopsy valve. It is possible that inserting or removing forceps or syringes at an angle applied stress to the slit section inside the biopsy valve, causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a bronchoscopy, the single use biopsy valve was damaged and fell off inside the patient¿s bronchus. The valve was retrieved with the suction function of the endoscope and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.